Event description:
The patient reported that her seizure frequency had not decreased and may have worsened since she was implanted with vns. The medical assistant of the treating physician did not know a cause of the reported seizure increase. The patient's vns settings were increased at a recent clinic visit 1 month prior to her report. No additional relevant information has been received to date.